Event description:
Failure code 812:02 occurred on channel a during product evaluation. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary: the condition of failure code 812:02 on channel a was confirmed during product evaluation. This failure code was caused by a faulty pump head mechanism. Pump head mechanism channel a was therefore replaced.